Event description:
The explanted generator was received on (B)(6) 2012. Product analysis was approved on (B)(6) 2012. In product analysis, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The reported "ifi = yes" was not duplicated in the pa lab. Results of diagnostic testing indicated the device was operating properly with ifi=no. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, a physician reported that at the patient's (B)(6) 2012 appointment, "ifi=yes" intensified follow-up indicator has been set for generator was indicated for the first time. She reported that the battery symbol indicated that the battery was about 80% depleted. The physician also stated that, clinically, the patient had been having more atonic seizures (drop attacks) over the past few weeks, and that the parents using more diastat and po ativan for the increased seizure activity. The patient's duty cycle was decreased to 25% to preserve battery life until it could be replaced. The patient's lamictal was also increased. On (B)(6), 2012, clinic notes were received regarding this patient. Clinic notes dated (B)(6) 2011 stated that the patient had been seizure free since (B)(6) 2011. Clinic notes dated (B)(6) 2011 stated that the patient had almost daily brief seizures and right sided focal gestures with secondary generalized tonic-clonic seizures. The patient's seizures triggers included sudden noises and anything that may startle him. The notes showed that the parents stated that the magnet is useful in aborting seizures if applied early on. If the patient has multiple seizures in a row, additional medications are provided. The physician also provided settings and diagnostic results. It was stated that the patient has a mild hoarse voice when the vns is on. Clinic notes dated (B)(6) 2012 stated that the patient's seizure intensity had decreased a bit, per the patient's father: myoclonic and atonic seizures were briefer overall. The patient still had one to two seizures per day and occasionally an increase in seizure clusters. It was written that for now, the father would call in (B)(4) to discuss seizure frequency; if the patient continued to experience positive seizure activity, medications would be increased. The device was interrogated, and the settings were provided. The patient tolerated the procedure well without any complications; however, the patient had a mild cough and voice alteration when the vns was on. It was also noted that the magnet was effective after multiple trials when the patient has a seizure. Clinic notes dated (B)(6) 2012 indicated that, per the patient's parents, they were using a lot more medication lately secondary to the patient's increase in atonic seizure frequency. The patient had sudden drop attacks with weakness without a loss of consciousness. It was also indicated that the patient's had an increase in atonic seizures and generalized tonic-clonic seizures over the past month, all secondary to battery life/efficacy and the intractable nature of his overall epilepsy. The battery was indicated to be 80% depleted. The patients' device was interrogated on this date and the settings were provided. The battery life was reported to be very diminished. The device was reprogrammed. On (B)(6) 2012, the patient's physician stated that the patient was doing well after his vns generator replacement on (B)(6) 2012. Attempts for product return are underway.